Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sr 8 ultrasound was reported to intermittently shut down without command. The first instances were reportedly during product transport but recent occurrences of the sudden loss of power has been mid-procedure. The end users stated that the unit would have 95% battery before the crash and when powered back on it would show the same 95% battery.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of intermittently shut down without command was confirmed internal failure in the lithium-ion battery. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for less than 5 minutes. . No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sr 8 ultrasound was reported to intermittently shut down without command. The first instances were reportedly during product transport but recent occurrences of the sudden loss of power has been mid-procedure. The end users stated that the unit would have 95% battery before the crash and when powered back on it would show the same 95% battery.

Event description:
Sr 8 ultrasound was reported to intermittently shut down without command. The first instances were reportedly during product transport but recent occurrences of the sudden loss of power has been mid-procedure. The end users stated that the unit would have 95% battery before the crash and when powered back on it would show the same 95% battery.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of intermittently shut down without command was confirmed internal failure in the lithium-ion battery. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for less than 5 minutes. . No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.